Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
The patient was hospitalized for 5 days after an orthovisc injection with pain, swelling and severe arthritis pain. The patient was given a steroid pack and pain medication after many tests to determine the cause. Patient had extreme pain radiating from both knees with severe swelling and couldn't bend knees at all. The patient's legs were warm and swollen. At the day 10 follow-up visit with physician, the patient was prescribed low dosage steroids and continue with pain medication. The patient is walking with a cane. There has been a significant improvement.